Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: the original procedure was performed on (B)(6) 2011. Upon colonoscopy which occurred on (B)(6) 2011, it appears an abscess occurred as a result of linear staple line failure upon transection. Patient still has an ileostomy, not result of any complication, and it appears that the circular anastomosis is in tact. During the colonoscopy, the surgeon observed a twisted staple in the terminal lumen. The staple was removed from the patient. The diverting colostomy which was performed in (B)(6) 2011 was a planned procedure. Post operative diagnosis: abscess at the site of transection of sigmoid colon.

Manufacturer narrative:
(B)(4).